Manufacturer narrative:
Product analysis the device was returned with red safety tab out of the device in a deployed state and with no stent returned as the stent broken while removal, the device was identified as 150mm by the strain relief, upon visual inspection, a kink was noted on outer silver sheath at 15mm from the distal end of the device, additionally, three other kinks were found on the outer silver sheath at 15.8cm, 19.5cm and 22.7cm from the distal end of the device, the stent could not be deployed because the thumbwheel was unable to scroll. The device handle was opened, the tube assembly was observed to be adhered to the gold isolation sheath, and the pull cable was detached from the device and attached to the thumbwheel scroll. Therefore, the stent could only deploy partially. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust 6x150x120 stent for treatment of a calcified, moderately tortuous lesion with 80% stenosis and a length of 140 mm in the mid right superficial femoral artery, the deployment wheel froze and the stent was only partially deployed at the target site within the patient vasculature. Upon removal, the stent subsequently tore in half. The procedure was aborted, and the stent was removed successfully in tandem with the delivery system without injury or intervention. Vessel pre-dilation and post-dilation were performed using an evercross 5 120 device, and a 6f non-medtronic sheath and 0.035 non-medtronic guidewire were used. No vessel damage, resistance during device advancement, or packaging issues were noted. Lock-pinwas removed prior to attempted deployment. The instructions for use were followed without issue, and no embolic protection was used. No attempts were made to remove the stent prior to its removal with the delivery system. Part of the stent still remains in the patient. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: to date, the physician reported there is no plan to remove the rest of the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.